Event description:
During the fourth case of the day the product reportedly lost pressure and would not respond to attempts to increase the pressure. As a result the operative eye collapsed and a choroidal hemorrhage occurred.